Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with two scs leads from the same lot number. It was reported the patient does not have stimulation therapy from her scs system. An sjm representative met with the patient and a lead diagnostic revealed multiple contacts with high impedances. The representative attempted to reprogram the patient's scs system with no success. The patient declined to meet with her physician and have x-rays taken and stated she does not want to pursue any type of intervention at this time.